Event description:
Procedure: fundoplication. According to the reporter: the endo-stitch was inserted into the pt's abdominal cavity and used to effect application of fundus around oesophagus. The teal lever was 'sticky' but the surgeon preserved and effected three uninterrupted sutures. However, between 3rd and 4th suture the device jammed and could not be used to suture a 4th stitch which was initially desired. There was no bleeding of 500cc or more. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. The incision was not extended by more than one inch. The procedure was not converted to an open procedure.

Manufacturer narrative:
(B)(4).